Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for supraventricular tachycardia (svt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block atrioventricular av requiring surgical intervention. While ablating near the atrioventricular (av) node, the patient went into complete heart block. ECG confirmation was obtained. Pacemaker was inserted. Patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available. Should more information become available, the complaint will be reassessed and notes will be updated.